Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. As returned, a portion of the impactor pad has fractured. In general, impactors become damaged through repeated use due to impactions sustained while in use. Impactors or impactor heads should be replaced when the part is no longer functioning. No lot number is available; therefore, device history records could not be reviewed. Dimensional readings are conforming to print specifications. No manufacturing abnormalities could be detected.

Event description:
It was reported that the impaction pad fractured while impacting the femoral provisional.